Event description:
Rptr c/o: anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, slow brain waves on brain mapping, pain &/or burning sensation in chest, elevated cholesterol or triglycerides, discharge on lower eye lid for 2 yrs, hysterectomy, ovarian problems, cyst, hypersensitivity or allergies to molds, dust or pollen, connective tissue disease, atypical lupus, inflammation, swelling, pain/arthralgia, asthma, frozen shoulder, unexplained rashes, sun sensitivity, numerous moles, freckles, etc, granulomas or silicanomas, and sicca. Also c/o bilateral implant ruptures, capsular contractures and breast numbness. Cardiology evaluation reveals a chronic pericardial effusion syndrome possibly due to a systemic illness possibly of rheumatologic origin. Eeg evaluation reveals delayed aep's point to a temporal lobe processing problem and is consistent with a diagnosis of a primary disorder of vigilance (adult add and incomplete narcoleptic symptoms and depression). The overall increase in slow wave activity and diminished fast wave activity suggests the possibility of a metabolic disturbance such as hypothyroidism. An early subcortical dementia such as binswanger's disease cannot be ruled out, although this is not a beta suggestive of alzheimer's. (*)